Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced an inappropriate shock due to t wave oversensing which occurred after a sudden change in r wave amplitude and morphology. It was noted that this patient experienced 2 seconds of ventricular fibrillation (vf) which was induced post shock. The vf converted spontaneously. This s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced an inappropriate shock due to t wave oversensing which occurred after a sudden change in r wave amplitude and morphology. It was noted that this patient experienced 2 seconds of ventricular fibrillation (vf) which was induced post shock. The vf converted spontaneously. This s-ICD remains in service. No additional adverse patient effects were reported.